Event description:
The physician reported that the patient had a catheter revision in 2006. No additional information was provided. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.